Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, 10 patients experienced minimal acute inflammatory reaction which were temporary reactions. 10 patients experienced transitory local irritation reactions which were observed on a number of scars.